Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) lead and right ventricular (rv) lead dislodged. The rv lead also exhibited high thresholds. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.